Event description:
The technician alleged that the bed has no functions and the head of the bed is raised. No patient impact.

Manufacturer narrative:
The technician replaced the knee actuator and the control box to resolve the issue.